Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding, infection, stroke, and death as adverse events that may be associated with the use of the heartmate ii lvas. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13aug2013. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous event mentioned of driveline repair was reported under MFR # 2916596-2021-00247. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized on (B)(6) 2021 for epistaxis. The patient had been receiving intravenous antibiotics for e. Faecalis bacteremia. The patient had a tooth pulled while inpatient for a driveline repair. The patient's international normalized ratio (inr) was elevated to 8 at the time of the head bleed. The patient complained of increased shortness of breath earlier that day and was transferred to the critical care unit and intubated. The neurological status changed on (B)(6) 2021 and there was a massive head bleed with the shift. There was no surgical intervention done. The patient passed away on (B)(6) 2021. No equipment would be returned.